Manufacturer narrative:
The harm codes provided with the initial report were incorrect. The correct harm codes have been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized twice due to low blood glucose 10 years or so ago on a previous insulin pump, with blood glucose of around 50 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as an epileptic seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as these were past events. The insulin pump will not be returned for analysis.